Manufacturer narrative:
Product analysis: analysis was able to confirm the reported calibration issue. The stylus and touchscreen was misaligned. Analysis also noted that the bezel had minor damage, the media door was missing, the power cord bay was damaged, and a spacer was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had no calibration. The programmer was returned for service. There was no patient involvement.